Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Event description:
It was reported that the patient experienced pain approximately 10 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: source: (B)(6). Concomitant medical products: catalog number:00875705601 lot number:61629493 brand name: continuum shell; catalog number: 65771101200 lot number: 61595725 brand name: m / l taper stem; catalog number: 00877501240 lot number:2523976 brand name: biolox delta ceramic liner; catalog number:00877504002 lot number:2525736 brand name: biolox delta ceramic head. Multiple reports were submitted along with this report 0001822565-2021-03718. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.